Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip could not be deployed. Block h10: investigation result the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned with the clip arms opened. The device was returned without its over sheath. Microscopic examination was performed, and it was observed that the control wire was disconnected from the handle spool. Functional evaluation, and it was found that between the handle and the clip assembly had lose connection. No other problems with the device were noted. The reported event was not confirmed. Device analysis found the control wire was disconnected from the handle and cause the handle had lose connection from the catheter. This action also cause the physician was not able to perform the first activation avoiding the clip arms were closed. Additionally, the control wire was inspected under microscope and it was observed that it looks like it was not correctly inserted into the barbed crimp. This unit was manufactured on 05july2021 before additional line controls were implemented on the procedure (B)(6), spool assembly, bsc, rev c which includes an update in the method in which the product builders insert the control wire in the cross pin in order to avoid that the control wire, detaches from the cross pin. All issues have been addressed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.